Event description:
It was reported that this patient was hospitalized due to multiple appropriate shocks for recurrent ventricular tachycardia. Upon interrogation, the physician noted only 22% remaining longevity from this subcutaneous implantable defibrillator (s-ICD) device battery. Boston scientific technical services (ts) was contacted and confirmed the power consumption was gradually increasing, resulting in premature battery depletion. It was recommended to explant and replace the s-ICD within 90 days. However, the patient was transferred to a different healthcare facility where an ablation procedure will most likely take place to better manage the patient's arrhythmia. At this time, the s-ICD remains implanted and no additional adverse patient effects were reported.